Event description:
It is reported that the pt's hip "squeaks and pops" and is painful since primary surgery. Pt states that therapy is not working. X-rays taken. Pt states that doctor told her that she may need to replace the mechanism of her implants.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.